Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the reservoir had air bubbles. Customer's blood glucose was 218 mg/dl. Customer reported the air bubbles occurred 12 hours after. Customer doesn't store the insulin in room temperature. High pressure was performed and no leaks were noted. Customer is not returning the reservoir for further analysis.